Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used and half filled easypump ii lt 100-50-s without packaging. The provided sample was taken to a visual inspection. In as-received condition the clamp clip was closed and the patient connector was not closed, the original wing cap was not handed over from the manufacturer. Damages that would lead to a malfunction were not detected at the sample. After opening the top cap we detected crystallized drug residues and solution at the filling port (lli-cone) and crystallized drug residues at the patient connector (lla-cone) of the sample. The sample was filled up to the nominal value (100 ml) and was taken to a functional test respectively a leak test was carried out. After opening the clamp clip and starting the pump and waiting for 60 minutes the pump is working (solution was running) at the sample. After these 60 minutes leakages were not detected at the sample. The inspected sample is within our specifications, due to this we assess this complaint to be not justified. Reviewed device history records, there is no abnormalitiy and no such defect detected at final control inspection. All available information has been forwarded to the actual manufacturer. If additional pertinent information becomes available, a follow up report will be filed.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): easypump didn't run empty.